Manufacturer narrative:
H10: no product was returned therefore, no visual or functional evaluation can be performed. We are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received, but is most likely caused by a defective main board. If the product is returned, the manufacturer will reopen this complaint for further investigation. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that a smiths medical pump does not hold battery charge. No adverse patient effects were reported.